Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the ipg site as the ipg was too low. The patient underwent a revision procedure wherein the ipg was moved up. The patient was reportedly doing well postoperatively. No device malfunction was suspected.